Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that one month after the dental implant was installed in intraoral region #4, it was verified its non osseointegration. Immediate load was performed. Patient had low bone quality (bone type IV).